Manufacturer narrative:
Customer has indicated the complaint sample will be returned to greatbatch medical for evaluation. Once greatbatch medical received the device, and investigation will be performed and a supplemental medwatch 3500a form will be submitted. Complaint information provided by zimmer (B)(4).

Event description:
It was reported during an unknown patient procedure that the device broke during surgery. There was a 15 minute surgical delay and the procedure was completed successfully with another device. No patient injury was reported as a result of the malfunction.

Manufacturer narrative:
The complaint sample was returned to greatbatch for evaluation and the reported event was confirmed. The adaptor coupling was broken off from the offset reamer handle. Visual inspection of the complaint sample also noted the complaint sample was incomplete as the closing socket was missing from the reamer attachment of the device. The outer surface complaint sample near reamer attachment area also contained numerous areas of deformation in the form of deep gouges, scratches, and dents, indicating the device experienced heavy use. The broken adaptor was examined and found to contain significant areas of deformation with a large amount of displaced material on the mating surfaces which suggests there was movement or "play" between the adaptor and the surface of the adjoining device. This type of deformation may also be observed when the adaptor is not seated properly in the power source. Ratchet marks were also present on the outer edges of the adaptor and further indicate the cause of the malfunction was attributed to torsional fatigue. A manufacturing review was completed and no discrepancies were found. No further investigation is required. Added date device returned for evaluation. Updated device evaluated by manufacturer to yes. . Updated method codes; updated results codes; updated conclusion code.